Event description:
Procedure: low anterior resection, patient sex: unk. According to the reporter: there was a staple malformation with a very poor cutting line when he fired the stapler on low rectum. The surgeon made the anastomosis by hand suturing.